Manufacturer narrative:
A steris service technician arrived onsite to inspect the ot 1100 surgical table and was able to duplicate the reported event. While onsite, the technician was informed by user facility personnel that they were using non-steris hydraulic oil in the table subject of the event. The ot 1100 surgical table operator manual states (1-3), "caution - possible equipment damage: use of incorrect hydraulic oil may severely damage the table and/or cause malfunction. Contact steris for proper hydraulic oil." The table was installed in 2017 and is not under steris service agreement for maintenance activities; the user facility is responsible for all maintenance activities. The technician replaced the hydraulic oil, main hydraulic manifold, and trend cylinder. The technician tested the table, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their ot 1100 surgical table drifted slowly towards reverse trendelenburg without being commanded to do so. The procedure was completed successfully; no report of injury.